Event description:
It was reported that the patient underwent left hip revision surgery. Bilateral patient, see MDR 3005975929-2017-00133 for right hip revision. Bilateral implantation (B)(6) 2008. On (B)(6) 2015 joint clunking and noises reported. August 2015 angiogram reportedly showed grossly enlarged heart. On (B)(6) 2017 patient admitted to hospital where advised following x-rays that both hips had worn out and left hip had caused damaged to pelvic bone.